Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4). Note: unable to contact the customer via telephone at call backs on 06/23/2017, 06/26/2017, 06/27/2017 and 06/28/2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated that the meter was reading high when compared to the doctor's meter. Customer stated on (B)(6) 2017, a blood test performed with the doctor's meter produced result of 254 mg/dl and a blood test performed with the truemetrix meter produced result of 317 mg/dl, at the same time, fasting. Did not confirm result of 317 mg/dl in the truemetrix meter memory. Customer did not state that he was at the doctor related to the use of the meter or his diabetes; customer was at the doctor for other health related issues. The customer's expected fasting blood glucose test result range is 115 - 150 mg/dl. During the call on (B)(6) 2017, the customer reported feeling dizzy. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 231 mg/dl and 209 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date is month of (B)(6) 2017. Customer is also concerned with all of the readings obtained, stating that they are high. Customer does not have a non-fasting range and states that he likes to test after he eats. (B)(6). Memory concerns:all results. Customer called in stating the meter is reading high when compared to the doctor's meter.